Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to shock a (B)(6) year old male patient, the device was unable to charge on the first attempt. The complainant indicated that the device was able to shock the patient 4 to 5 times during the event, but was very slow to charge energy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the system log indicated that the device prompted a "charge timeout" message. The log from the event was cleared from the device prior to being returned to zoll for evaluation. The battery used at the time of the reported event was not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.